Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: "during the preparation of a bag of 5-fu, when the preparer wanted to withdraw the expected volume of 5-fu, he noticed a leak at the seal. The piston seal was leaking, and the liquid passed through and into the piston. No repercussions for the patient, but for us, chemical contamination."

Manufacturer narrative:
Investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1910717, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1910717 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50 ml ll leaked. The following information was provided by the initial reporter: "during the preparation of a bag of 5 fu, when the preparer wanted to withdraw the expected volume of 5 fu, he noticed a leak at the seal. The piston seal was leaking, and the liquid passed through and into the piston. No repercussions for the patient, but for us, chemical contamination."